Event description:
Revision of mrh knee to distal femur gmrs. Cause of revision fractured femoral component.

Manufacturer narrative:
An event regarding crack/fracture and loosening involving a mrh femoral component was reported.. The event was confirmed evaluation of the returned device. Method & results: device evaluation and results: visual inspection: visual inspection of the returned devices was performed as part of the material analysis: "images show the mrhk femoral component, with fracture. On visual examination, fracture of the stem within the femoral post of the femoral component was observed. Also visible in images are the tibial rotating component and bumper insert. Bone cement was observed on the proximal surface of the femoral component." Functional, and dimensional inspections were not performed as the device was returned damaged. Material analysis: a material analysis was performed on the returned device which concluded the following: "characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the stem due to fatigue, with final fracture in overload. No manufacturing or material related defects were observed on the device surfaces examined." Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient was revised due to fracture. A material analysis was performed on the returned device which concluded the following: characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the stem due to fatigue, with final fracture in overload. No manufacturing or material related defects were observed on the device surfaces examined. On visual examination, fracture of the stem within the femoral post of the femoral component was observed. Also visible in images are the tibial rotating component and bumper insert. Bone cement was observed. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of mrh knee to distal femur gmrs. Cause of revision fractured femoral component.